Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator display is gray and no data is visible. The customer reported that the unit was in use on the patient. There was no patient harm.